Manufacturer narrative:
Evaluated four opened/used reservoirs, inspected reservoirs, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion reservoirs not occluded. Also, checked o rings for defects and none was found. Reservoirs connected locked in place properly and conclusion no air bubbles noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced excessive air bubbles in reservoir. Customer's blood glucose was 15.7 mmol/l. Customer reported that pump was not rewound with reservoir in place and insulin was room temperature when used. High pressure test could not be performed due to large air bubbles still remaining in reservoir or infusion set. After troubleshooting, air bubbles persisted. Customer was advised to return infusion set and reservoir for analysis